Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead with a different model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that this rv lead exhibited abnormal impedance, noisy signals, and loss of capture (loc). This rv lead was received for analysis.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new rv lead with a different model was successfully implanted. No additional adverse patient effects were reported.